Event description:
I am a type 1 diabetic with a medtronic minimed insulin pump. This pump malfunctioned on said date causing me to become hypoglycemic which caused me to get into a serious car accident. Miraculously, I came away with minor injuries. I am told that I hit a telephone pole and flipped my car several times. After being released from the hospital, the next morning, it malfunctioned again causing me to go hypoglycemic again. Fortunately, I was home in bed. Since this time, my blood sugar has not been under control as it has been in the past.